Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery had not been replaced in seven years. The battery was recommended for replacement to resolve the reported issue.

Event description:
The hospital reported short battery life during patient use. No report of patient injury.